Event description:
The customer reported an injury was sustained following a procedure for which blood pressures were taken every 5 minutes with a trimline blood pressure cuff on an unspecified draeger monitor. The customer stated the patient was a (B)(6) healthy male, height weight proportionate, who when awaking in recovery complained of arm pain (left) and had redness and swelling. The patient then developed acute renal failure. At the time of the complaint, the customer stated that the patient's acute kidney failure has resolved and at last known follow up approx one month ago the patient had minor numbness and tingling to the arm but was expected to fully recover. Welch allyn received a medwatch report (B)(4) for this event on (B)(6) 2013. The customer did not provide a patient identifier.

Manufacturer narrative:
The bp cuff has been discarded, and will not be returned to welch allyn for eval. According to the complainant, the patient was connected to an unknown model draeger device that performed the bp measurements during surgery. Since the cuff was discarded, the actual size of the cuff used is unk. The complainant stated that they reported the material number to identify the type of cuff but they have no record of the size used. Several unsuccessful attempts were made to gather add'l info on this event. Welch allyn does not believe that the trimline bp cuff malfunctioned or caused or contributed to the alleged injury. The bp monitor is responsible for the inflation of the cuff and occlusion of the blood flow. The bp cuff itself is a passive device. We are filing this report in an abundance of caution.